Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that they received their new insulin pump and needed assistance programming it. Customer's blood glucose reading earlier in the day was 490 mg/dl and at the time of the call was 73 mg/dl and has treated with the insulin pump. No further information reported.